Event description:
The customer reported a loud pop was heard from the system then it failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, and snubber assembly were replaced. The system was then found to be operating as intended.